Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. (B)(4).

Event description:
It was reported by the company representative that: after bathing the patient the safety arm was lifted so the patient could be transferred. Once the arm was lifted it flipped back down and bumped the patient on the forehead. The patient was ok with a small mark to the forehead in which a small amount of cream was applied to heal it.